Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. A review of the recorded episodes and electrograms noted the device sensed and treated an unusual heart rhythm. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received additional information through an email from the patient. The patient reached out to boston scientific to express concerns after receiving inappropriate shocks from his s-ICD. Two incidents were described where the patient reported feeling the strong jolt from the device, causing chest pain. The patient reported that after the device was checked, the programmed settings were adjusted. After receiving the second inappropriate shock, the patient expressed how upset he was and how severely depressed he became knowing he had to spend days and nights worrying about getting shocked again. The patient then discussed that his physician advised removing the device because it was not a good fit for him. The patient expressed all of his concerns and feels the negative effects would have been mitigated if a traditional transvenous device would have been implanted in the first place.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock four days post-implant. The hospital clinician reprogrammed the device from primary to secondary vector and the patient received a second inappropriate shock. Post-operative x-rays were normal, but no additional x-rays were taken. It was noted the patient passed pre-screening with marginal t-waves and then t-waves would become larger when patient's rate increased. At implant, the device chose alternate, but post-procedure, chose primary vector. The physician explanted the s-ICD system and will put patient on beta blockers. The patient will eventually need a pacemaker. The s-ICD is scheduled to be returned. No additional adverse patient effects were reported.

Event description:
Additional information was obtained that no rate based testing was performed before the implant procedure. Screening was completed at rest. A treadmill test was considered, but did not occur. The s-ICD system has since been removed.